Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Inlay is 3 mm overlapping, wobbles on outer hip head area. Intraoperative change to size 44, surgery time extension of ca. 15 min.